Event description:
A report was received that alleges the tracheostomy tube split after one week of use exposing the wire. The pt reported bleeding. The tracheostomy tube was exchanged. No further adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.